Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the identification of the returned wire was confirmed based on the catalog # and the lot # marked. The instrument was broken in two parts, both were returned. The surface of the wire is heavily worn out, showing multiple scratches, most probably resulting from friction with the bone during multiple usages. The uneven surface of the breakage gives indication of a cup-cone fracture (ductile), most probably resulting from excessive torsional sheer. Dimensional and material integrity inspection showed the instrument to be within specification. Based on investigation, the root cause was attributed to an user related issue. The failure was caused by excessive tortional load applied to the already heavily worn out guide wire. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient taken to the operating room for a trochanteric nail placement. Once the nail is in place, the guide pin is inserted. Insertion proved to be a delicate operation. After several unsuccessful attempts, the surgeon realized that the guide wire had broken in the femoral head. Consequence: difficult to extract, it was necessary to remove the previously placed nail, to bring out additional material and consumables additional material, additional consumables: increase in the duration of the operation, and its the duration of the operation, and its cost."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient taken to the or for a trochanteric nail placement. Once the nail is in place, the guide pin is inserted. Insertion proved to be a delicate operation. After several unsuccessful attempts, the surgeon realized that the guide wire had broken in the femoral head. Consequence: difficult to extract, it was necessary to remove the previously placed nail, to bring out additional material and consumables additional material, additional consumables: increase in the duration of the operation, and its the duration of the operation, and its cost."